Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was explanted due to premature battery depletion. A replacement device was implanted during the same procedure. No additional adverse patient effects were reported.